Manufacturer narrative:
(B)(4). Clarification to type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected with 1 syringe of juvéderm volbella xc in the tear trough. Approximately seven weeks post injection, patient underwent an ultrasound but result was not provided. Hcp extracted all the puss and treated with hylanex. Symptom status is unknown.